Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. The insulin had a pump error 25 due to the connector resistance issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error. It was reported that the internal power source in the pump is unable to charge. Customer's blood glucose level was 170mg/dl. It also stated that troubleshooting was performed. Customer was advised to monitor the pump and call back if the error recurs. Customer will returned device for analysis.